Event description:
On (B)(6) 2025, we received a phone call from the hospital informing us that ventricular pacing inhibition due to ventricular lead noise had been observed. No further information is available and we are currently investigating. Additional comments the device reported by the rep was eno dr, so the model of device 1 was designated eno dr. Since it's possible that there may be a problem with the lead, the target device may be changed later. We will report promptly as we receive additional information. Analysis reports are not currently required, but may be required at a later date. Additional comment received on 12/02/2026: additional pieces of information and files were provided, after several reminders, revealing that the event did not concern this pacemaker. The event was related to a lead which was not connected to this pacemaker.